Event description:
The customer reported that the system will intermittently shut down without command. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on control panel processor was evaluated and adjusted. The system was tested and found to be working as intended and returned to service.